Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient experienced a sudden transient ischemic attack (tia) / mini-stroke on (B)(6) 2016 so an MRI was performed. It was also stated that the cause of the mini-stoke was unknown. It is also unknown if the mini-stroke has been resolved as the patient was still being tested on a statin and bayer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.